Event description:
It was reported that customer was hospitalized on (B)(6), 2015 with blood glucose of over 700 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Insulin pump was removed from customer, but was later put back on customer. It was reported that customer may have been overriding boluses which may have caused customer to run out of insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.